Manufacturer narrative:
Additional information: additional information received from the doctor indicated that they were injecting opegan as an ocular viscoelastic (ovd) during the injector setting. That other doctors working at the same hospital use opegan high and provisc and have not had this lens discoloration problem and it may be a unique phenomenon that occurs when using opegan. The following field was updated based on the new information received: section d10: concomitant medical products: opegan. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no complaint product was returned for evaluation. A customer provided movie was evaluated by subject matter expert (sme), who observed that while the lens was being unfolded a whitish/discolor opacity located in the edge/periphery of entire lens (optic and haptic) portions is observed. Additionally, a discontinuity on the lens edge/periphery located near to the trailing haptic and reported by the customer as ¿small thorn-like protrusion¿ is observed. The complaint issue "discolored" and "lens damage" were identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt. Info: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(6). The device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted in the operative eye of a patient, the periphery of the iol had a white discoloration around the optical area. There is no problem in the central part of the optical part. The overall impression was that the transparency was low. It was indicated that a very small thorn-like protrusion was also confirmed on the edge of the lens which were not reflections of light. It was noted that the lens was not checked before it was implanted in the patient¿s eye. The iol remains implanted in the eye and is being monitored. The situation in the operating room was as usual, the surgery was performed as usual, and the iol was stored as usual. Additionally reported that, in addition to the white discoloration around the lenses, the doctor also complained about what appeared to be tiny burrs on the edges of the lenses. There was no patient injury reported. No further information was provided. This report pertains to the first incident. A separate report is being submitted for the second reported event.